Event description:
On an unknown date, a patient in slovakia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Despite antibiotic prophyllaxis, the patient developed diffuse peritonitis and her crp level reached 289.2mg/l. This complication was thought to be related to malnutrition and hypoalbuminemia. Subsequent antibiotic therapy was effective and the patient's peg was preserved.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of peritonitis. Peritonitis is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Literature article, "citation: gombo¿ová, l.; deptová, j.; jochmanová, I.; svorenová, t.; veseliny, e.; zakuciová, m.; han, v.; lacková, a.; kulcsárová, k.; ostro¿ovic¿ová, m.; et al. Endoscopic complications are more frequent in levodopa¿carbidopa intestinal gel treatment via jet-peg in parkinson¿s disease patients compared to nutritional peg in non-parkinson¿s disease patients. J. Clin. Med. 2024, 13, 703. Https://doi.org/10.3390/ jcm13030703 .".